Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Ppf and medical records received. Ppf alleges pseudotumor, metal wear, metallosis and elevated metal ions. After review of medical records, the patient was revised to address, failed left total hip arthroplasty with metal-on-metal articulation, pseudotumor formation. Revision notes indicated that the capsule was noted to be somewhat patulous and distended. Fluid was present in the capsule with a clear brown coloration but no purulence. Doi: (B)(6) 2009 - dor: (B)(6) 2012 (left hip). Patient is bilateral. Please see pc-(B)(4) for the right hip.